Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said they were getting random shocks and uncomfortable stimulation sensation in different positions including when driving. The rep said they ran impedances, but the call center didn't review values with them. The rep also indicated that the clinician programmer (cp) confirmed the ins hadn't been used since the last interrogation. The call center reviewed information about the ins being off and not producing stimulation as well as other considerations. The caller indicated the patient hasn't used therapy since becoming pregnant, they indicated that they don't need stimulation anymore, and doesn't have symptoms so they are considering removal. As a result of what was reported, the rep was redirected to the healthcare provider (hcp). No further patient complications have been reported as a result of this event.